Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Additionally, a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve issue and continue to use pump for insulin therapy.